Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. It was reported that the patient was not treated with antibiotics for the event. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.